Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power when charging defibrillation energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power when charging defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
H6: physio-control evaluated the customer's device and verified the reported issue in a review of the downloaded electronic records. The likely cause of the reported issue was determined to be due to worn battery pins and fretting corrosion of the battery wire harness contacts of connector, designator j11, and the mating connector on the power pcb assembly, designator p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle. After replacing the battery pins, power pcb assembly and battery wire harness, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Corrected data: section e1, initial reporter postal code, of the initial medwatch report was blank. Section e1, initial reporter postal code, of the initial medwatch report should indicate: (B)(6). Section e1, initial reporter email, of the initial medwatch report was blank. Section e1, initial reporter email, of the initial medwatch report should indicate: (B)(6).

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power when charging defibrillation energy. There was no patient use associated with the reported event.